Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant false downstream occlusion alarms, which were not reproduced during evaluation. A review of the event history log identified constant false downstream occlusion alarms. The cause was determined to be an out of adjustment tubing guide. The tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant false downstream occlusion alarms during power up. There was no known patient injury or medical intervention associated with this event. No additional information is available.